Event description:
Healthcare professional reported "unit had a lot of trouble with the inner and outer packaging had really bad tears with opening." Healthcare professional later reported "the way the covers peeled off the plastic clam shell: did not peel/tear off cleanly." This record is for the left side. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: tyvek or thermoform sticking: observed delamination on the lid. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "unit had a lot of trouble with the inner and outer packaging had really bad tears with opening."

Event description:
Healthcare professional reported "unit had a lot of trouble with the inner and outer packaging had really bad tears with opening." Healthcare professional later reported "the way the covers peeled off the plastic clam shell: did not peel/tear off cleanly." This record is for the left side. Device remains implanted.